Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. The patient effects of pseudoaneurysm and hematoma are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a heart cauterization interventional procedure. Reportedly, a cuff miss suture retrieval occurred. The device was removed and manual compression was held. Imaging post procedure revealed a pseudoaneurysm which created a large hematoma. A surgical cut down was required to stop the bleeding and the artery was surgically repaired. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.